Event description:
The user facility reported that the involved angio-seal device was used in a left lower extremity angiogram case. Upon deployment of the angio-seal, the physician reported that the device was missing the suture and footplate components which made deployment impossible. Physicians converted to manual hold following to complete the procedure. The patient was in stable condition. The procedure outcome was successful. The event occurred post-treatment. The patient was not injured during the event and medical or surgical intervention was not required.

Manufacturer narrative:
The actual device has not been returned available however the unused sample that was available has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6 fr angio-seal vip was returned for evaluation. The returned sample included the mated carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. The device was then subjected to functional testing. The deployment sleeve was manually moved into the forward lock position, but the carrier tube was unable to be moved forward. Force was applied and the carrier tube kinked and folded over itself between the hub of the sheath and the cap of the tube. Then, the carrier tube was tried to remove from the sheath hub and high resistance was encountered to remove the carrier tube shaft from the sheath, due to the resistance the carrier tube was stretched. A lot of dried blood like substance was found throughout the length of the carrier tube. Functional testing was unable to be completed due to the kink on the carrier tube. The complaint was able to be confirmed for a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).